Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset information and assisted in resetting the pump. The malfunction did not recur after the reset, and the customer was able to continue using the pump. The customer was advised to contact support if the malfunction code reappeared.